Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as no lot number was provided.

Event description:
It was reported by the patient that over the years while using bivona trach tubes, they has noticed darkening around the trach site and massive amounts of pus around the tracheal hole. The mucus is almost like a cement glue consistency. They said that whenever they switch back to shiley trachs, the issue resolves almost instantly. They feel that there is something they is allergic to on the bivona trach and would like to have that investigated as the bivona trach is more suited for their needs compared to the shiley. This report addresses the undetermined number of previous occurrences.

Event description:
Adverse event.

Manufacturer narrative:
Other, other text: no product has been returned and the investigation could not confirm the reported issue. Furthermore, no part number or lot number was provided, so no determination could be made as to which device the complainant used. Different types of silicone are used to manufacture various types of products and cuffs. Some stock product is manufactured with a pigment. Stock product is also manufactured with a parylene coating. Adult product is molded as single piece while pedi and custom products use an adhesive to secure the shaft into the neck flange. Since there are multiple material differences between the various stock product and custom devices, no conclusions can be made to identify which material the end user has a sensitivity. If the complainant identifies the device, safety data sheets of the raw material can be provided to aid the complainant's physician in determining which material causes the complainants' sensitivity. No corrective actions are planned at this time. A device history record review was unable to be performed since no lot number was provided. Adverse event (updated b5), corrected data: d2a, d2b, d4.